Manufacturer narrative:
Product not returned due to pt contact; this lot has no other functional complaint; the lot overall has a <(B)(4) complaint rate; there is no significant complaint trend; DHR's were reviewed - there is no info to suggest this lot would have a higher amount of problems than a lot with a low percentage.

Event description:
Dr. (B)(6) was in the process of using the microtip and the drill inside the tip stopped working. We had to open another kit to get another microtip to finish the procedure.